Event description:
A user facility reported a pt developed a sore throat and dysphagia following the use of an lma that was inappropriately cleaned in matar, a phenol containing cleaner. The pt was treated with oral steroids and antibiotics. The pt's symptoms resolved within two weeks. The product labeling warns against the use of phenol cleaners and states that a severe or prolonged sore throat has been reported in pts in whom an improperly cleaned or sterilized mask has been used. The facility has pulled all the lmas that may have come in contact with the phenol cleaner.